Event description:
Boston scientific received information that this right ventricular (rv) lead was reported "bad" by the patient. However, no further details were obtained that could help in identifying the bad lead that was being reported by the patient. The rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that both this right ventricular (rv) lead and right atrial (ra) lead were surgically abandoned. The rv lead had out-of-range (oor) pacing impedances, noise and increased thresholds. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.